Event description:
It was reported that during primary right total knee, the 9mm trial split in half.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 9mm trial. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirmed the reported crack. No material or manufacturing defects were observed. No medical evaluation performed as clinical factors did not contribute to the event. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. The reported event regarding a cracked triathlon standard insert trail was confirmed.

Event description:
It was reported that during primary right total knee, the 9mm trial split in half.